Event description:
It was reported that the customer experienced bent cannulas on his sensor, leading to sensor errors. The customer was not sure what caused the cannulas to bend. It was also reported that the customer's blood glucose was 100 mg/dl in the past, at a time when the sensor showed his glucose level at 40 mg/dl, during the bent cannula issue and sensor error. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.